Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the cartridge and syringe needle were changed to address the issue. Customer's blood glucose ranged from 72-127 mg/dl.

Manufacturer narrative:
Device not returned.